Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult obturator removal was confirmed and the cause was supplier related. The product returned for evaluation was two 25mm intraosseous (io) needles. Both needles were received in their original sealed packages. During manipulation, the needle luers felt loose within the obturator hubs. Removal of the obturators was successful and unremarkable. Needle and obturator hub features were measured using a digital microscope and a top-down viewing angle. Those measurements were compared against the specifications. Several dimensions were found to be outside of manufacturing specifications. The obturators were successfully removed from the needle shafts; however, the loose fit between the obturator and needle hubs can result in difficult separation following drilling procedures. The loose fit was caused by the two components being manufactured outside of specifications. This appeared to have occurred during the molding process. The products are supplied components and the supplier has been notified of this event. There were updates to the molding of the equipment, however the affected products were manufactured prior to those updates.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that needles jammed in the sheath and pulled out of placement during use. It was reported this occurred during training with no patient involvement. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.